Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular event on (B)(6), 2010 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate products; associated MDR #1225714-2014-03076.